Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. The device was found to have lost programming due to no previous data, date, and value found in history. It determined that user's lack of training is the root cause of the issue. It mentioned in the notification of change information providing to user, without power from the aaa battery after 2 days, all programming will be lost. Therefore, recommend to replace aaa battery when a pump gives low battery notifications. The cause of the reported problem was traced to user's lack of training. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that the pump lost programming. No adverse patient effects were reported.